Event description:
It was reported that these two fogarty catheter balloons popped during a left upper extremity arteriovenous fistula revision, thrombectomy. Each balloon popped with the same patient and same day. There was no patient injury reported. The product was returned for evaluation. The balloon latex appeared to have deteriorated and the balloon edges did not appear to match at the cracks.

Manufacturer narrative:
Two 120804f embolectomy catheters were returned for evaluation. The customers report of balloon damage was confirmed. The balloon latex appeared to have deterioration and leakage was observed through the cracks on the balloon. Both balloon windings were intact. Balloon latex was released from proximal windings to check balloon edges at the tears. The balloon edges did not appear to match at the cracks. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. Both the balloon windings were intact. There was no other visible damage observed from catheter body. A device history record review was completed and documented that device met all specifications upon distribution. An engineering evaluation was assigned to the manufacturing site for further investigation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.